Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement, high pacing thresholds and under sensing. The patient was seen in the emergency room due to a slip and a fall, where the device was interrogated. The patient underwent surgical intervention to replace the lead. No additional adverse patient effects were reported.